Event description:
It was reported that there was a failed mrh hinge. Femoral component stem broke off the femoral component.

Event description:
It was reported that there was a failed mrh hinge. Femoral component stem broke off the femoral component.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown mrh femoral component hinge. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.